Manufacturer narrative:
No product will be returned for evaluation.

Event description:
In 2008, the patient's husband reported the patient had a blood glucose reading of 23 mg/dl with her normal range being 90-99 mg/dl. He stated the patient does not really have a 'normal' reading as her levels are erratic. He said he called the ems this morning as she was glassy-eyed and incoherent. He stated the ems disconnected the patient from her insulin infusion device and gave her glucose by IV while taking her to the hospital. The patient's husband stated the patient received an e1 (cartridge empty) alarm prior to calling the ems but was sleeping and too tired to find out what the alarm was. He said after calling the ems, they noticed she had an empty insulin cartridge. Later that day, the patient's husband called back and reported the patient's insulin infusion device showed 0.0 units of insulin per hour for the 5-6 p.m. Time period. During troubleshooting, it was discovered the device was not properly programmed. The patient's basal rates were reviewed and all hours were corrected. On follow-up, the patient's husband stated the patient was in the hospital for 2 days and there was no definitive diagnosis on why her levels dropped. He stated they are continuing to monitor the patient's levels as they are still erratic. He stated the patient started some new medication within the last 2 weeks that have caused her levels to be unstable. No product was requested to be returned for evaluation.